Event description:
Additional information was received. The issue occurred intra-operatively and neither manufacturer imaging or navigation were aborted.

Manufacturer narrative:
For additional information. H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. With the provided archives reported behavior was not able to reproduced in-house. Logs captured a corefiles in "startdigital3dfluoroservice". The core was generated by `startdigital3dfluoroservice' and the program terminated with signal sigabrt, aborted during a function call "__gi_raise" from library "libstdc++.so.6", which was invoked by "mnavdigital3dfluoroservi ce::localizationhandler::trackermotionnotdetected()". Codes: b01, c10, d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A1102 was coded for error 64. A110208 was coded for the system forcing a reboot. H3, h6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, this system produced an error 64 and forced a reboot. The manufacturer representative (rep) reported that since then, the system has functioned as intended. No further troubleshooting could be performed at the time of the call. The use of imaging and navigation were aborted. There was no delay in surgery. There was no impact on patient outcome.